Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder separated. The following information was provided by the initial reporter. The customer stated: "due the blood collection when the nurse change tube the holder separated from the needle."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub - holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with horse blood and the issue of hub - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder separated. The following information was provided by the initial reporter. The customer stated: "due the blood collection when the nurse change tube the holder separated from the needle."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder separated. The following information was provided by the initial reporter. The customer stated: "due the blood collection when the nurse change tube the holder separated from the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-10. H6: investigation summary: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for hub - holder separation was observed. Additionally, the 4 returned samples and 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with horse blood and the issue of hub - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode